Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plastic piece was found floating inside an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. When spiking the bag, the entire plastic piece inside the port became fully dislodged and ended up inside the bag. This plastic piece floated around inside the bag. Before the bag was taken to a patient, the pharmacist noticed the plastic piece inside the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 31, 2022 ¿ june 1, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.